Event description:
The customer stated the hospital medical director was reviewing charts and the medical history of six patients where architect havab-m gray zone results were generated in (B)(6) 2011 when reagent lot 93794hn00 was in use (no actual patient data was provided). The medical director was to determine if any of the six patients needed to be called back for re-testing. The customer stated the havab-m negative control shifted slightly upward with reagent lot 93794hn00 and shifted back down when reagent lot 01328l100 was put into use. The customer provided an example of the gray zone patient result as follows: (B)(6). Repeat testing of this sample with a different architect havab-m reagent lot yielded a (B)(6), therefore, the customer generated a corrected report to the physician. There was no impact to patient management reported by the customer.

Manufacturer narrative:
(B)(4). Continued from concomitant medical device: architect i2000 analyzer, list # 3m74-01, serial # (B)(4). Results: cross contamination was identified as a potential cause. Conclusion: (B)(4). An adverse trend in us customer complaints for architect havab-igm assay (list number 6l21) regarding higher than usual grayzone/(B)(6) results rate was detected on march, 2009. The investigation revealed the most probable cause for the increase rate of (B)(6) results is the hav antigen code 26286 which has a reduced potency that affects the architect havab-igm performance. (B)(4). As a result, the signal to noise ratio is shifted specially in the (B)(6) samples leaving the assay prone for false grayzone/(B)(6) results and increases arch havab-igm assay susceptibility to reagent cross contamination and test system variability. As a preventive measure to protect the integrity of test results, customers were instructed by a product information letter to follow an alternative processing method by segregating all havab-igm samples.